Event description:
Information received by medtronic indicated the insulin pump user experienced a low blood glucose of 2.4 mmol/l. The user alleged the insulin pump was over delivering insulin due to basal was running, customer came from work and went into low blood glucose level, customer was using 640g pump and freestyle libre sensor. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.